Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including hernia recurrence, pain, and subsequent surgical intervention for mesh removal. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2016, the patient underwent surgery for repair of a right inguinal hernia and was implanted with a bard mesh (bard flat mesh) to repair the hernia defect. It is alleged that on or about (B)(6) 2018, the patient underwent an additional surgery to repair the recurrent right inguinal hernia defect and to remove the bard flat mesh. Attorney alleges that the patient's disability, hospitalizations and additional surgeries were caused solely as a result of the negligence of the defendants. It is alleged that the patient suffered and continues to suffer from chronic debilitating pain, psychological stress and depression and has undergone and will likely require in the further other forms of care and medical treatments. It is further alleged that the device was defective.